Event description:
A customer reported that the pump shutdown unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer needed to plug the pump into a power source to turn it back on. The customer reverted to an alternate method of insulin therapy.